Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a hemostasis procedure performed in 2009. According to the complainant, after advancing the device through the scope, an attempt was made to open the jaws. However, the pullwire broke resulting in an inability of the jaws to move. The scope and device were removed in tandem and the procedure was completed with another radial jaw biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.